Event description:
Complainant alleged that the ER clinicians were attempting to pace and then defibrillate a three month old female infant who had been found in an "unresponsive condition by the parents", but the pd1400 defibrillator/pacer displayed an "open air discharge" message on the device screen. The complainant indicated that the patient had been "unresponsive for some time" when the clinicians began treatment. The clinicians connected a second pd1400 defibrillator/pacer to the pediatric multi-function electrodes, but the device screen displayed the same error message. The clinicians then obtained a second set of pediatric multi-function electrodes to treat the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction. The patient "outcome was expected."